Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2012 with the following findings: a review of the last bolus and basal delivery was on 05/29/2013. The pump successfully powered on to the ¿verify¿ screen. The audible and vibratory feature was found to be fully functioning. The pump was primed and exercised for 24 hours: no delivery issues were noted. A review of the pump alarm history indicated no alarms related to the reported complaint; only typical usage was observed. A review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The complaint could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that for one week the patient obtained elevated blood glucose readings ranging from 328 mg/dl to ¿400¿s mg/dl¿ and he experienced the symptoms of irritability, moderate thirst and frequent urination. The patient noted he tested negative for ketones. The patient contacted his hcp who adjusted the patient¿s insulin regimen. The patient noted no issues with the infusion set or infusion site. Troubleshooting revealed the patient had not been taking bolus doses of insulin in between meals in order to control his blood glucose levels. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not following instructions for taking bolus doses of insulin between meals. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, this complaint is being reported.